Event description:
Same case as 2134265-201001990. It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. During the index procedure, the patient had an unspecified taxus express2 stent implanted in the right coronary artery (rca). The patient was compliant with plavix therapy. One week prior to having surgery plavix was discontinued. A few hours after the patient underwent the hip surgery, st elevations were observed and it was found the rca was 100% occluded. The physician used a non-bsc thrombectomy system to make two passes through the affected area. Next a quantum maverick 3.25x12mm balloon was advanced and inflated to ensure the previously placed taxus express2 stent was fully apposed. At this time a small dissection was noted proximal to the lesion. The dissection was treated with an unspecified veriflex stent. No further patient complications have been reported and the patient is reported as doing "fine".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).